Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. External visual inspection was performed and passed. Transmitter voltage test was performed and passed. (B)(4)bluetooth pairing test/download was performed and passed. Data/share log review was performed and failed due to patient stopping the session. A review of the share logs/bin file was performed and early session expiration was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.